Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The shipping record was reviewed for this product, but I did not see any abnormality in the confirmation. In addition, this product seems to have been used for about 6 years since it was delivered. Therefore, it is assumed that the connector was inserted or removed with excessive force, or the clip was damaged due to deterioration over time. "

Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found the front panel cracked. Old software was noted on the device and required an updated version be installed. The device was repaired and returned to the customer.

Event description:
The service center was informed that during preparation for use, the clip on the front panel of the device that holds the pigtail was broken. The connector would fall out and could not be inserted in a straight direction. There was no patient injury reported.